Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. No device analysis was performed in the laboratory as device was not returned. A review of the current risk documents was performed and the event of packaging error (broken secondary packaging label) is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. The issue with packaging error (broken secondary packaging label) will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported implant box missing the outside clear wrap and broken seal. Device was not implanted. No patient contact made.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant box missing the outside clear wrap and seal is broken.

Event description:
Healthcare professional reported implant box missing the outside clear wrap and broken seal. Device was not implanted. No patient contact made.